Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late, lymphadenopathy, cellulitis, and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and liquid around the implant. Date of bia-alcl diagnosis: (B)(6) 2020.

Event description:
Healthcare professional reports right side lymphoma-alcl with cd30+ and alk- biomarkers provided, rupture, fluid around implant, discomfort, inflammation, redness, adenopathy of right axillary lymph node, and cellulitis of the right breast. The device has been explanted. Patient was treated with bactrim ds 800 mg - 160 mg oral tablets for cellulitis, 800mg of ibuprofen, and 10 mg of zyrtec.

Manufacturer narrative:
Additional, changed, and/or corrected.

Event description:
Additionally hcp reported patient "passed away yesterday from lymphoma".